Event description:
It was reported that on (B)(6), 2011 the pt no longer had any hearing sensation, when he put on his audio processor. Exchanging the external parts did not improve. Testings carried out on (B)(6), 2011 showed that the device has malfunctioned. The pt was reimplanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.